Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, her friend came to check up on her and discovered she passed out, so friend called the paramedics. The paramedics administered intravenous (IV) in her arm and took her to the hospital. The patient was treated with IV insulin at the hospital for 5 days. The patient was in the hospital until on (B)(6) 2025. The patient was unable to provide more information, she said she's 72 years old and can't remember much of what happened. At the time of the report the patient has fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6)2025, her friend came to check up on her and discovered she passed out, so friend called the paramedics. The paramedics administered intravenous (IV) in her arm and took her to the hospital. The patient was treated with IV insulin at the hospital for 5 days. The patient was in the hospital until (B)(6)2025. The patient was unable to provide more information, she said she's 72 years old and can't remember much of what happened. At the time of the report the patient has fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.